Event description:
It was reported that during a roux-en-y procedure, when the surgeon torques the instrument in the optiview trocar, the lip of the trocar is causing pneumo loss. They replaced the trocar twice with the same results. The devices were discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.